Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively and all high impedances were resolved. The explanted ipg was not returned.